Event description:
From user: patient on weekly infusions approximately lasting a total of 2 hours 45 minutes (including flush). Infusion set up as prescribed with no issues. Infusion commenced at 14.50 hrs. Infusion line was a sapphire giving set and was safely secured within the sapphire infusion pump with door closed. Pump and infusion bag put into back pack to ensure safety, as usually done so during infusion. Infusion running with no issues but at 16.40 hrs mum noticed that the needle line was bleeding back. Line immediately clamped and infusion paused. (No alarm from pump to alert that there was an issue). On investigation, it was noticed that there was a large hole in the infusion line (at the top of the line just inside the door of the pump), where the infusion as leaking from. Infusion had to be discontinued with the infusion safely and administered 5 ml of 09% sodium chloride flush (ensuring correct placement of needle), followed by 4ml heparin flush and needle was removed safely. Patient was well throughout this issue and there were no concerns to his direct health and well being. Set has not returned to q core. Our investigation is continuing. (B)(4).

Manufacturer narrative:
(B)(4). Investigation will continue, if and when product is returned. No files attached. (B)(4).